Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted, give date: the exact implant date is unknown, only information provided is that the lens was implanted several years ago. If explanted; give date: not applicable (n/a), the lens remains implanted. Phone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: no sample was returned and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that calcification similar to calcium deposition occurred on the intraocular lens, model z9002 and the entire eye has the problem when yttrium-aluminum garnet (yag) laser procedure performed on (B)(6) 2019. It was noted that there is no special prescription for calcification and the operation is completed by irradiating a yag laser. It was indicated that the lens was implanted several years ago. There was no patient injury reported. No additional information was provided.